Event description:
Complaint reported as: only two clips were used as the rest of the clips fell out of the applier. No patient harm reported.

Manufacturer narrative:
The device sample has not been received in time for this report. The results of the evaluation are not available at the time of this report. A follow-up report will be sent when completed.